Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot: 5417145 have already been previously tested in the (B)(4) on 17-nov- 2023. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot: 5417145 was manufactured according to the document (B)(4) version 74 on the packing process in the machine 8 and 12, on 24/feb/2023, with a total of (B)(4) units. Assembly: the lot: 5418285 was assembled according to work instruction (wi) version 26 on-line inspection for assembly of quick set on 23-feb-2023, with a total of (B)(4) units each. Bun: the lot: 5414236 was assembled according to the wi version 36, machine 06 on 22-feb-2023, with a total of (B)(4) units each. The lot: 5414237 was assembled according to the wi version 36, machine 05 on 22-feb-2023, with a total of (B)(4) units each. Gluing of tubing: the lots: 5418272 was glued according to the wi version 38, automatic machine 04, 05 and 08, on 21-feb-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 26/may/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot: 5417145 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country:hong kong.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient faced event of leakage at quick release or tubing on (B)(6) 2025. No further information available.